Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon burst occurred. The target lesion in the unspecified location was 90% stenosed, heavily calcified and highly tortuous. The 1.5x8mm apex push monorail coronary balloon burst under nominal pressure. The balloon was successfully removed from inside the pt, and the procedure was completed with a different device. There were no pt complications and the pt's current condition is listed as "good". Additional info was requested, but not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the manufacturing records shows that the device met material, assembly and product specifications. The most probable root cause is determined to be operational context.